Event description:
It was reported that during the procedure, the implant needed to be modified to better fit the defect.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Update: d6a, h4, h6. The reported event (contour was off) could be confirmed as intra-operative images were provided. There was no distinct root cause could be determined during this investigation. It is likely that brain swelling was present during surgery, so that the implant could not fit. But it is also likely, that the temporalis area, especially the temporalis muscle, was not resected far enough causing the seesaw effect. Especially, because there was a previous implant already implanted, special resection effort is needed in this area. H3 other text : implanted.

Event description:
It was reported that during the procedure, the implant needed to be modified to better fit the defect.